Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a clinic visit, the right atrial lead exhibited high pacing thresholds. The lead was capped and replaced on (B)(6) 2016 during a routine device change out procedure. The patient was fine post procedure.